Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 07/17/2016, to report a loss of connection that occured on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and it was observed that the transmitter has no voltage. Shared data is not available for review. The reported event of a loss of connection was not confirmed. A root cause could not be determined.